Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that probes could not cut before vitrectomy surgery. The aspiration condition was unknown. The surgery was completed on the same day after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Two opened probes were received with tip protectors in a tray. The sample one was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and the body detached from the engine assembly. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. The sample two was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned samples were found to be functionally conforming, therefore cut failure as described in the complaint was not confirmed on both samples returned and a root cause cannot be determined for the complaint as described by the customer. Unrelated to the reported event, the investigation indicated that the probe body was detached from the engine assembly. How and when the component became detached cannot be determined from this evaluation. No action was taken as the returned probes were functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).